Event description:
It was reported that a wound drain that had been placed in an obese pt to provide subfascial fluid collection, broke during a scheduled removal. The drain had become caught up in fascia due to bulbous position of drain. The pt condition of obesity was considered a contributing factor to the resistance noted when removing the drain. The drain broke and the pt was taken back to surgery where a surgical incision was made to retrieve the indwelling drain piece. No further complications were reported.

Manufacturer narrative:
No sample or lost number was provided for the company¿s evaluation. This drain is received from a supplier and incoming qa performs visual inspection to verify the drain assemblies are free of air bubbles, nicks, cuts, pock marks and short shots; performs dimensional inspection; and, performs an instron break strength test. As a finished good, qa performs visual inspection for damaged components. The incoming quality assurance records for this drain were reviewed and the records did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains ((B)(4)). A review of the instructions for use showed the following precautions to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4).